Manufacturer narrative:
H10: multiple attempts have been made on 03nov2023, 01dec2023, and 13dec2023 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is not responding properly and is requesting part number and price for replacement touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID and pricing for the touchscreen per customer request. Investigation is ongoing.